Event description:
Removal of endosseous dental implant. Two implants were placed in class iii bone on 1/23/97 during a routine procedure. The clinician reports that the surgery was complex due to decreased alveolar bone height in the posterior mandible and difficult access to the surgical sites. The implant in site #19 was removed on 3/20/97. The clinician reports that the failure may be related to poor access to the site during surgery, poor pt hygiene, or possible heat necrosis of the bone.

Manufacturer narrative:
The manufacturer has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.